Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1835 days after a coronary stenting treatment procedure, the patient had a myocardial infarction (mi) and required a target vessel reintervention (tvr). The index procedure treated a 3.5x18mm, 75% stenosed lesion in the mid right coronary artery (mid rca) with predilatation and placement of a 3.5x24mm express2 bare metal stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. During a five-year follow up, the site learned that 1835 days post index procedure, the patient presented at the ER of an outlying hospital complaining of chest pain. Per source document, the patient reported being compliant with aspirin and clopidogrel. ECG showed non-specific st-t wave changes. Initial cardiac enzymes at the ER were elevated. Subsequent enzymes drawn at the study site were consistent with protocol definition of mi. Of note, 270 days post index procedure, the patient had undergone percutaneous transluminal coronary angioplasty (ptca) and brachytherapy to the proximal edge of the study stent. At 1835, days post index procedure, the patient underwent percutaneous coronary interventions (pci). Balloon angioplasty was performed followed by "multiple aspirations of the proximal to mid rca." A significant amount of thrombotic material/debris was collected with the export catheter. Two non-bsc stents of size 4.0x30mm and 4.0x12mm were placed covering the distal end of the lesion up to the ostium of the rca. These stents overlapped the study stent. There was no residual stenosis in the stented segment following the procedure. There were no reported complications and the patient was discharged on 3 days later on aspirin and clopidogrel. Per the investigator, the mi and tvr was unrelated to the study device, but definitely related to the patient's prior co-morbid condition. In august 2007, the clinical event committee assessed the device causality of this non q-wave mi and tvr as "indistinguishable."